Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient told the hcp that the pump had been empty for a while. The hcp had no further information. The hcp did not hear an alarm and the patient did not mention an alarm. The event date was unknown. No symptoms were reported and no further complications were reported or anticipated.